Event description:
Information was received from a healthcare provider (hcp- nurse) about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s device was overdischarged. The nurse indicated that they would like to talk to someone about getting the ins replaced as it was reported that the ¿battery was dead. It was reported that the patient had not used their stimulator for a year and then they decided that they wanted to use the stimulation system again but it didn¿t work. It was indicated that the patient met with the manufacturing representative (rep) and they tried to get the device started again but it went dead again. It was reported that the reason recharging was not maintained was unknown other than the patient trying other options for pain management. It was reported that the patient had no stimulation since the battery was dead and wouldn¿t charge. It was reported that this was a gradual change in therapy/symptoms. It was unknown when the device became overdischarged, when the patient met with the rep to deal with the overdischarge or when the patient tried to charge the ins, but couldn¿t. It was reported that the rep was notified, but it was unknown by the caller what the date was that they notified them. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported the patient was evaluated by manufacturer representative and needed another battery. The patient had experienced loss of stimulation and increased pain. The patient had battery replacement. The patient¿s weight at the time of the event was (B)(6). No further complications were reported/anticipated.